Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the patient's body is emaciated, and the butterfly wing needle of the infusion port is easy to fall off. Find a sterile cut gauze pad at the puncture site, and sterile tape to fix the infusion port needle. No other information was provided.